Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps and a non-penumbra microcatheter. During the procedure, while placing the ruby coil lp in the target vessel, the ruby coil wrapped around the tip of the microcatheter; therefore, the ruby coil lp and microcatheter were removed. The procedure was completed using another coil and non-penumbra microcatheter. There was no report of an adverse effect to the patient.